Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use multiple daily injections (mdi) as a backup therapy and was sent a replacement pump with updated software by technical support. The customer acknowledged guidance on handling the replacement and returning the malfunctioning pump.